Event description:
It was reported that the pump was hit and the touch screen was shattered and unresponsive. The customer's blood glucose level was not impacted. Customer confirmed that an alternate method of insulin delivery was available.